Event description:
A malfunction occurred after the pump was placed in a nearby locker during an MRI, resulting in a non-resettable malfunction code ¿malf 24¿ being displayed. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was informed that a replacement pump with updated software would be sent. Additionally, the customer received instructions on returning the malfunctioning pump within 10 days using a pre-paid label to avoid charges and was guided on transferring pump settings and connecting their continuous glucose monitor (cgm) to the new equipment.